Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system required a master upgrade. Technical support specialist had replaced system files. The system functioned as intended after assessed by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower required a key combination while attempting to remove a glucagon emergency kit for a patient even though it was not part of the key combination list. Additionally, lorazepam 2mg refrigerated injection was not asking for a witness even though it was set up. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that a master upgrade was required. System files were replaced and it was confirmed that transactions were not showing key combination issue with items any longer.

Event description:
It was reported by the customer that a pyxis medbank system required a key combination while attempting to remove a glucagon emergency kit for a patient even though it was not part of the key combination list.